Manufacturer narrative:
Return requested. Replacement emitter shipped to site 12/13/2016. Medtronic investigation of returned suspect emitter confirmed the reported issue. Emitter and axiem box reported a communication error when the field generator was connected to the axiem box. Emitterface shows a fault on coil 8 and would intermittently fail off and on. Electrical failure. Performed continuity check, verified coil continuity and checked good. No other defects noted. Recorded as communication error for hardware testtrak purposes. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 12/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system emitter was not tracking. They had an issue with intermittent tracking at the beginning of the procedure, then it was able to track. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. At the end of the procedure, the navigation system stopped tracking completely and both the emitter and axiem box were displaying a red status in the software. There was still a green line on the set-up equipment page. Delay in therapy was less than one hour. There was no impact on patient outcome.